Event description:
It was reported from a cord blood processing facility that a cord blood leak was noted during the processing of a unit of cord blood. Processing using the device had proceeded normally though the 1st centrifugation and extraction stages, whereupon the technician noticed cord blood product drops at the tubing joint connection of the transfer set.

Manufacturer narrative:
This supplemental report was erroneously submitted with the manufacturer number of: 9617787-2009-00017. Please correct it to 9617787-2009-0018.unless substantially significant information becomes available, this constitutes a final report.